Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius via voluntary medwatch report MDR# mw5118139 that the saline line disconnected from the fresenius combiset bloodlines during a patient's hemodialysis treatment. Additional information was obtained during follow-up with the patient care technician (pct). The nurse was handling the combiset lines and preparing to administer medication to the patient when the saline line disconnected. Treatment was paused and the lines were immediately clamped. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient¿s estimated blood loss (ebl) was approximately 100 cc. Treatment was restarted and successfully completed on the same machine with new supplies. The complaint sample was reported to be unavailable to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius via voluntary medwatch report MDR# mw5118139 that the saline line disconnected from the fresenius combiset bloodlines during a patient's hemodialysis treatment. Additional information was obtained during follow-up with the patient care technician (pct). The nurse was handling the combiset lines and preparing to administer medication to the patient when the saline line disconnected. Treatment was paused and the lines were immediately clamped. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient¿s estimated blood loss (ebl) was approximately 100 cc. Treatment was restarted and successfully completed on the same machine with new supplies. The complaint sample was reported to be unavailable to be returned to the manufacturer for physical evaluation.